Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a noisy fan. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8.11.00. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a noisy fan was not confirmed during product evaluation. Also, the quality engineer has determined the cause to be not identified. Since no assignable cause was provided during product evaluation, no repair was necessary or performed for the reported condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation is in the process of being completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.